Event description:
Pain dr had implanted pump on left side with hydromorphone. After about 2-3 year started having pad pain below it, almost like it was pressing on intestines. They can't figure out why. In meantime have had major issues with it giving low doses and them locking me out when filling. Also having horrible back pain at point it was put in spine. They continue to brush off my complaints but it's miserable and these things shouldn't be used. FDA safety report ID # (B)(4).